Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was stashed inside clothing, pressing up to the customer's body. Customer's blood glucose was 162 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.